Event description:
Patient called to report on a product issue she¿s experienced twice now with the medtronic 770g insulin pump. She stated that she began using the device in (B)(6) 2022 and after two years of use, it developed a crack near the pump battery compartment. Patient said she received a replacement pump under warranty in (B)(6) 2024, but now two years later she again is experiencing cracking around the battery compartment area and gets battery error messages stating, ¿insert new battery¿ after she¿s already done so. Patient stated since she did the software update that has voided her warranty. She stated she is concerned this issue may affect delivery systems and cause other related battery issues. Pt code: 4582. Device codes: 1135, 3015. Ref: mw5186207.